Event description:
Reported via clinical study. It was reported that a hematoma occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two (2) days post procedure the patient reported concerns for blood running down their leg and then went to the hospital for further treatment and evaluation. Upon arrival at the hospital the bleeding had resolved, however, the patient was found to have a large groin hematoma and a very slight drop in hemoglobin. A computed tomography (CT) angiogram of the patient was completed and indicated active bleeding in their right groin hematoma. Interventional radiology was consulted, and the patient underwent embolization of the right superficial circumflex iliac artery. The patient's hemoglobin remained stable during their stay, and they did not require any blood products. The patients eliquis was held during their stay. The patient was discharged home in stable condition on three (3) days later with the plan to follow up with their primary care provider in 3-5 days with a repeat hemoglobin measure.